Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 14-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during investigation, the keypad was torn on the ok button, and the ok button was not responsive. The down arrow, up arrow, and contrast buttons functioned properly. The keypad was removed to find the ok button contact inverted with no evidence of contamination.